Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73f1900480 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier was not working properly. It happened while in use in the surgery room. It is not the first time for this lot#. Clinical consequences: the applier was replaced by another one.